Event description:
The customer stated that a nonreactive architect anti-hcv result of (B)(6) was generated for a blood donor on (B)(6) 2012. The donor had used drugs intravenously and became infected with (B)(6) on (B)(6) 2012. Testing using the architect hcv ag assay was (B)(6). The donated blood was rejected. The donor patient continued to be monitored. Architect anti-hcv testing was performed again on (B)(6) 2012 and the architect anti-hcv results were (B)(6). These results were nonreactive per the anti-hcv assay package insert, but were within the customer's established (B)(6). Hcv ag testing was (B)(6). The customer stated that at the same time architect anti-hcv was in the customer's (B)(6), ortho anti-hcv method was (B)(6). The patient continued to be monitored. Architect anti-hcv results were (B)(6) on (B)(6) 2012. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product (catalog #06c37) that has a similar product distributed in the us (catalog #01l79). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
A retained reagent kit of architect anti-hcv reagent, list number 6c37-20, lot number 13302li00, was calibrated and met specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, two sensitivity panels were tested. The sensitivity panel values met specifications and the results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels. Reagent lot 13302li00 appropriately detected the bleeds as reactive. Based on these data, it was shown that the sensitivity performance is not adversely affected. Manufacturing and testing records for the affected lot number were reviewed. This review did not identify any problems relating to the customer's observation. Complaint searches determined that there is no atypical complaint activity for the likely cause lot. Complaint tracking and trending review determined that there are no adverse trends and non-statistical trends for this lot due to the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, it was determined that architect anti-hcv reagent lot number 13302li00 is performing acceptably.